Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2016 with the following findings: investigation revealed a battery compartment crack. Unrelated to this issue, the keypad was peeling off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/28/2016. Investigation revealed a battery compartment crack.